Manufacturer narrative:
Product returned and evaluated. Right leg confirmed to be off the ground, right front leg was bent upward and thought to be damaged in shipping. The device was scrapped

Event description:
Dealer is stating that the base legs are sticking off of the ground. No other information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer is stating that the base legs are sticking off of the ground. No other information provided.